Event description:
It was reported that during an unknown procedure, the device was broken off when a camera was fallen about 2 hours after the surgery started. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please specify what part of the trocar was broken. No further information is available. Were all pieces retrieved from patient body? No further information is available.

Manufacturer narrative:
(B)(4) date sent: 2/23/2022 investigation summary: upon visual analysis of the returned sample, it was determined that only the sleeve from the b12srt device was received with the stopcock broken. In addition, a piece of plastic from the stopcock were returned. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.